Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens popped fast from the cartridge and damaged the vessel at the limbus. The eye started to bleed internally. The surgeon had to perform a vitrectomy to clean out the blood from the anterior chamber and was able to implant the lens to complete the case. Additional information has been requested.